Event description:
The report stated that during a vaginal hysterectomy, on about the 3rd or 4th seal, the jaws of ligasure impact handpiece locked on the patient tissue and could not be opened. The surgeon stitched around the jaws and cut the device out. There was minimal blood loss due to the stitching.

Manufacturer narrative:
Date of initial report: july 27, 2007. Engineering evaluations have been able to duplicate this failure mode by clamping on large, rigid tissue. Inspection of the returned incident device found a large amount of patient tissue on the sealing plates of the device. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2 mm apart) before activating the cutter.